Event description:
It was reported that the patient's left hip was revised due to a mass of tissue causing nerve impingement concerns. Surgeon also determined that the offset of the implanted head was too great. An I&d was performed and a constrained liner and 28 +12 femoral head were revised to another constrained liner and 28 +8 head. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.